Event description:
It was reported that, "sales rep received a phone call from doctor on (B)(6) 2011 stating the patient came into the office. Doctor did an x-ray and doctor believes that patient dislocated hip. Doctor closed reducing the patient the same day (B)(6) 2011. After, further evaluations with x-ray, doctor made the decision to make an exploratory case the following day. On (B)(6) 2011, upon opening the patient, the product (B)(4) had disassociated from (B)(4)."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.